Manufacturer narrative:
The investigation determined that higher than expected vitros k+ results were obtained from a single level of a non-vitros thermofisher mas control (lot ocr2608) using vitros k+ slide lot 4102-1163-9277 on a vitros 5600 integrated system. The assignable cause of the event is suboptimal calibration due to user error, as the calibrator kit that the customer was using (cal kit 32) was not the calibrator kit that the vitros 5600 integrated system was configured for (cal kit 2) at the time of the calibration events. An ortho field application specialist (fas) arrived onsite and identified this issue. The ortho fas reconstituted fresh calibrator kit 2 (of which the analyzer was configured to use) and recalibrated the vitros k+ slide lot 4102-1163-9277. The calibration data and post-calibration qc were acceptable.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros k+ results were obtained from a single level of a non-vitros thermofisher mas control (lot ocr2608) using vitros k+ slide lot 4102-1163-9277 on a vitros 5600 integrated system. Vitros k+ slide lot 4102-1163-9277 mas ocr2608 l1 results of 3.73, 3.82, 3.78, 3.81, 3.89, 3.72, and 3.69 mmol/l vs. The expected result of 2.65 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected results were obtained from a non-patient quality control sample, however, the investigation cannot conclude that patient sample results were not or would not be affected if the event were to recur undetected. There were no reported allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).